Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to multiple short v-v intervals and varying pacing impedance on the right ventricular (rv) lead. Oversensing and non-physiological signals were observed and a fracture near the tip electrode was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.